Event description:
When the perfusionist was putting pt on the bypass machine, he noted while priming the pump that there was no speed control. When he described the machine's malfunction to me, he stated "either the pump is off or at fill speed. There is no in-between mode." Fortunately this was noted during priming.